Event description:
It is reported that a surgeon who had performed around 80 cases of the bhp surgery using the 12/14 cpt stem up to the present day is alleging that the total length of assembling above-mentioned true prosthesis would not match to the total length of the provisional devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.